Event description:
It was reported that the date and time of a reset were the same as that of the carelink transmission. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Primary analysis finding: power on reset - power on reset parameters were observed. On 30-jun-10 at 08:48:59, the device recorded a critical ram parity error por.